Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently deleted a timed correction factor setting from personal profile. Additionally, it was reported that correction factor setting had been changed without user interaction. Customer declined assistance with correcting settings. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments. Customer's blood glucose level was 185 mg/dl.